Manufacturer narrative:
The reported events failure to advance the stylet and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. The stylet could not be advanced due to a stretched/ over torqued inner coil found at the distal region of the connector, consistent with procedure damage. The cause of the reported events was isolated due to procedure damage.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead had issues deploying the helix with the stylet. The lead was retrieved and an insulation breach was noted near the proximate end. The reported right ventricular lead was not implanted and a second right ventricular lead was attempted to be implanted. The second right ventricular lead was also not implanted due to the helix been deformed and sprung. The patient is recovering from procedure.